Event description:
Patient developed small pneumothorax following implant surgery. Physician placed a small pigtail type chest tube, the patient stayed in the hospital overnight, and the pneumothorax was resolved.